Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided one of which was showing the part number, serial number and the lot number, these numbers were verified, and they are correct. Upon visual inspection of the photo, cord was damaged near the pedal base; therefore, this complaint can be confirmed. Without physical evaluation, we cannot determine a root cause for the issue experienced by the customer. The possible root cause could be related to tear due to age and use. However, it cannot be conclusively affirmed. As per IFU, do not twist the cable when storing. Do not unplug instrument by pulling on cable. Given that serial number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct serial number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in france that during the electrical cables on the base of the 4 way foot pedal for fms duo+ device were frayed (uncovered). It was further reported that the device stopped working for 30 minutes while in use with a pump device. There were no adverse patient consequences reported. No additional information was provided.